Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ra and rv leads were both explanted due to crush during a normal device change out. The leads were replaced with st. Jude leads. No adverse patient events were reported.